Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the tourette's syndrome patient experienced motor excitability, anxiety, and dysarthria after their implantable neurostimulator (ins) and stimulation parameters were changed. It was further reported the patient was hospitalized on (B)(6) 2016 for an urgent evaluation of the patient's stimulation following the replacement of the ins on (B)(6) 2016. A neurological examination found motor hyperexcitability with rebound anxiety. The reporting hcp noted that a polytraumatism by avp just before replacement of the ins had contributed to the anxiety. Interrogation of the patient's ins found the device was functionally ok. The patient's stimulation intensity was reduced from 4.5 v to 4 v on each side and the issue was resolved. It was noted the patient's ins was changed on (B)(6) 2016, the parameters were optimized, and "everything came back to normal" by (B)(6) 2016. The issue reportedly disappeared on (B)(6) 2016. There were no surgical interventions planned or performed and the patient was alive with no injury at the time of report. The issue reportedly involved or prolonged the patient's hospitalization from (B)(6) 2016. It was noted the event appeared to be not related to the biomedical research and was an "expected" serious adverse event.

Event description:
Additional information received from a health care provider (hcp) via a manufacturing representative reported the patient started using the implantable neurostimulator (ins) on (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.